Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (esu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode.

Event description:
It was reported, that during a da vinci-assisted surgical procedure, the cautery was not firing. The customer performed troubleshooting steps such as changing energy cable and restarting integrated electrosurgical unit (iesu/erbe). The procedure was continued using an external third-party cautery device. The customer confirmed both monopolar and bipolar are not working. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found no error related to the complaint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury, and the procedure was completed robotically. The system functionality was checked upon powering on the system and the erbe initially powered on without errors. The issue was resolved by using an external third-party cautery device.

Manufacturer narrative:
Based on the claim against the product by the customer noting firing issue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event, due to the following conclusion: the customer switched to external third-party cautery device after the start of the procedure ,due to iesu not functioning. While there was no harm or injury to the patient. System unavailability after the start of a surgical procedure ,could likely cause or contribute to an adverse event. If it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.